Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The programmer was unable to boot up as the printed-circuit board (pcb) was burned up and shorted out. The damages in the programmer were replaced. However, there was no evidence of abuse or mishandling. There were no design output specifications (dos) or system logs on hard drive and the programmer passed all functional incoming tests after replacing serial board.